Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, lot# va0qwaf009, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had migration of the lead which led to poor coverage in the back. The patient was reprogrammed, but the patient still had poor coverage. Additional information received reported that the lead was replaced on may 23.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.